Manufacturer narrative:
We received the code and lot number only for the smr guide for conical reamer. We also received the guide involved and its screw. No information about the other involved component (extractor) was received. The check of the DHR of the lot # of guide involved (lot #2015aa017) did not show any anomalies on the (B)(4) pieces manufactured with this lot#. By a visual analysis of the returned guide for conical reamer, we noticed that the pin of the guide, used to keep in place the screw inside the guide hole, has slightly shifted; nevertheless, this slight shifting of the pin should not be the cause for the intra-op issue reported (impossibility to obtain a stable coupling between guide and extractor). We tried to get back also the extractor involved, to analyze it and better define the causes of the intra-op issue, but we did not receive it. A deeper investigation is therefore not possible. It cannot be excluded that external causes (e.g. Presence of tissue in the coupling mechanism between guide and extractor) caused the issue, also considering that the removal of the construct (guide + trial stem) was finally successful at the 4th attempt. Pms data: (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Intra-op issue involving a smr guide for conical reamer (model: #9013.52.116; lot: #2015aa017). The guide was first used to impact the trial stem and then the reaming was performed with no problems. When the surgeon was about to remove the devices, he had troubles in attaching the extractor to the guide (construct made from the assembled guide + trial stem). The extractor could not achieve a stable coupling with the guide. The surgeon managed to extract the construct after four attempts. The surgical time was extended of about 5 minutes. No reported consequences for the patient. The sales rep advised that this issue did not have a significant effect on the surgery. Event occurred in (B)(6).

Manufacturer narrative:
We received the code and lot number only of the smr guide for conical reamer. No information about the other involved components was received. The check of the DHR of the lot # involved (lot #2015aa017) did not show any anomalies on the (B)(4) pieces manufactured with this lot#. We will submit a final MDR once our investigation is concluded.

Event description:
Intra-op issue involving a smr guide for conical reamer (model: #9013.52.116; lot: #2015aa017). The guide was first used to impact the trial stem and then the reaming was performed with no problems. When the surgeon was about to remove the devices, he had troubles in attaching the extractor to the construct. The extractor could not achieve a stable coupling. The surgeon managed to extract the construct after four attempts. The surgical time was extended of about 5 minutes. No reported consequences for the patient. The sales rep advised that this issue did not have a significant effect on the surgery. Event occurred in (B)(6).